Event description:
Manufacturer was informed of the following event through device tracking. The patient registration form reported a failure to implant of the perceval plus pvf-m in a patient on (B)(6) 2025. No allegation of a device malfunction nor serious injury has been received from the site regarding this event. No further information is available at this time.